Event description:
It was reported that during an implant procedure, the pt's physician had great difficulty in inserting the lead into the battery. After multiple attempts to insert the lead, the lead appeared to be fully inserted. However, impedance readings were greater than 4,000 ohms on half of the lead combinations. The lead was removed and the attempt was again made to insert the lead three more times. Each attempt resulted in the same high impedance readings. The battery was removed and a new battery was implanted without further incident. No further details, pt symptoms or outcome were provided at the time of this report. A follow-up will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).